Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was examined in clinic post implant procedure. It was noted that the atrial lead was dislodged. The lead was repositioned on (B)(6) 2021. Patient was stable.